Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to an infection. A new tactra penile prosthesis device was implanted. There were no further complications.